Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the device history record could not be performed as no lot number was reported for this complaint. Product examination found that the returned unit would not function. The battery pack was warped and the batteries had leaked. This complaint is confirmed. A review using the p/n of this complaint and also based upon open and closed complaints and the keyword search using the character string ¿work¿ resulted in 181 complaints. A review using the criteria of p/n and complaint category of this complaint and also based upon open and closed complaints and the keyword search using the character string ¿work¿ and sorted by manufacturer date was performed. This review resulted in the highest occurrence for a given manufacture date was 8. Reviewing the complaints for the lot number could not be performed as no lot number was reported for this complaint. The root cause of the reported event is that the batteries had leaked within the battery pack. The product examination found that the returned unit would not function and that the battery pack was warped and the batteries within it had leaked. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). The product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery, "the product was working only when the product's switch was on the low mode position. Also, the product's battery case was deformed. The deformation was probably involved with battery's heat. No adverse events have been reported as a result of the malfunction.